Event description:
The lay user/patient in (B)(6) contacted lifescan to report the test strips did not function appropriately in the one touch verio pro meter. There was no futher information provided. There was no patient injury associated with this issue.